Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint(s) with the same failure mode for this serial number. Case (B)(4): es multiple hhcubie pockets not detected on bus. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of cubie pocket failed to release was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order # (B)(4), the fse found that pocket b0 in drawer 4.2 of the main station had failed. The fse reconnected the rowboard connections and observed marks on the retractor band; therefore, the fse replaced both components. The fse ran a drawer test using the test application to verify functionality. During dchu visual inspection: p/n 353844-01: the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. During dchu testing p/n 353844-01: testing was not necessarily due to the thermal damage observed on copper strands on the assy retractor dwr hh cubie during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of cubie pocket failed to release was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie pocket failed to open. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.